Event description:
This report is based on information provided by the philips field service engineer (fse) and the has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the ECG (electrocardiogram) signal has no response. The fse evaluated the device onsite, and the device passed all testing. No problems were observed. The device was returned to service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device passed all testing. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.